Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on several contacts of one lead. Reprogramming established only temporary effective stimulation. X-rays later revealed the lead was fractured, but the patient did not recall any traumatic events. To address the issue, the physician explanted and replaced the fractured lead with a new model. Postoperatively, effective therapy was restored.